Event description:
A (B)(6) male pt called zoll customer support to report that his battery charger was not powering up properly. The pt was issued a replacement battery charger.

Manufacturer narrative:
Device evaluation summary: device evaluation of battery charger sn (B)(4) has been completed. The reported problem (will not power on) has been confirmed. Upon evaluation, it was determined that the power unit connector would not power up the charger. The root cause for the faulty connection is likely due to the pins in the connector being recessed due to excessive force applied during mating. No adverse event resulted from the defective connector. The pt received a replacement charger.